Manufacturer narrative:
.

Event description:
It was reported that the hcp has moved the pump pocket more than once but the pump is still not secure and moves in the pocket. The movement of the pump causes difficulty with refills and bruising near hip. A follow-up report will be sent if add'l info becomes available to us.